Manufacturer narrative:
The explanted microstent was discarded by the user facility and is not available for evaluation. Manufacturer reference #: (B)(4).

Event description:
Additional information was requested from the surgeon, but no response was received.

Manufacturer narrative:
It is unknown whether the explanted hydrus microstent is available for return, it has been requested. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Cystoid macular edema and microstent malposition are listed in the instructions for use as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6) male underwent uncomplicated cataract surgery with implantation of the hydrus microstent in the right eye on (B)(6) 2020. On (B)(6) 2020 the surgeon performed canaloplasty and explanted the microstent. The reasons for explantation were identified as chronic cystoid macular edema (cme) and microstent malposition. The procedure to remove the microstent was uncomplicated. At the examination on (B)(6) 2020 the patient reported being unable to see with a visual acuity of 20/200; the cme diagnosis may be contributing to the visual acuity. At this visit, the patient's intraocular pressure (iop) was 29 mmhg on 4 iop-lowering medications with the following observations: cornea trace punctate epithelial erosions (pee), trace stromal edema, and pigment on endothelium. Additional information has been requested.